Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that the patient developed a stage 3 pressure injury because of his skin hanging over the top edge of the flange. She stated that the pressure injury wound measured 0.4x1.8x.09mm. She applied endoform followed by aquacel ag to the wound and covered it with the appliance. The area was due to the weight he had gained. Reportedly, he wears an ostomy belt and his urostomy protrudes 13-25mm. He has a bulge to his right lower quadrant. He is using an abdominal binder to flatten out the ¿overhang¿ and eliminate that pressure of the roll of skin against the edge of the wafer. Furthermore, he has switched from a firm to a softer wafer now and is doing better. No photo is available at this time.